Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillator cannot boot up. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed to boot up. Available information indicates that the device failed to boot up due to a malfunction of the motherboard. No repairs were carried out since the customer only inquired about the motherboard's price and declined the repair service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the motherboard. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No repairs were carried out since the customer only inquired about the motherboard's price and declined the repair service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.